Event description:
A customer observed false negative hbsag results for a patient sample tested on the vitros eci analyzer. The result did not match results from other hepatitis marker assays and OEM methods. False negative results could result in inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that the discrepant results were noticed during a routine review of a patient's sample results of sequential blood draws. Datalog files are no longer available. Follow-up testing of the samples has been requested. The root cause of this event is unknown.